Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# :(B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 10-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that immediately following the patient¿s implant surgery the patient experienced unilateral leg paralysis. The caller stated that the spouse also informed the patient that the ins was never turned on/activated and there was no plan for the scs to be used. The rep was wondering if the patient was eligible for the MRI of the thoracic and lumbar spine. The manufacturer representative (rep) also called in the same day reported that the patient had leg weakness. It was unknown if this was related to their scs. The doctor wanted to an MRI. It was also indicated that they had not done programming yet.

Manufacturer narrative:
Continuation of d11: product ID: 977c265; lot# serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the unilateral leg paralysis and weakness was not determined. Apparently they were getting ¿noise¿ or something on the neuromonitoring while putting the lead in. Surgeon decided to proceed with implant anyway. Patient woke up with numbness and tingling in both legs and also has some weakness in left leg. The results of the MRI were unknown and the issue had not been resolved.